Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result (from sample a) was 1.20 ng/ml. The customer indicated that the erroneously elevated result occurred on a single pt sample. The elevated accu tni result was reported out of the lab. Several hours later sample b was collected from the pt and tested for accu tni. The accu tni result for sample b was 0.02 ng/ml and the result was accompanied by a delta check flag. The customer repeated sample 1 and 2 after the delta check flag was generated. The repeated accu tni result for sample b was 0.02 ng/ml. The repeated accu tni result for sample a was 0.01 ng/ml. There has been no change to pt treatment that can be attributed to this event.